Event description:
It was reported that once the product was opened the PICC line was noticed bent in the catheter and when they flushed there was a leak in bent area.

Manufacturer narrative:
The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed; however, the exact cause is unknown. One 4 fr single lumen groshong nxt kit was returned for evaluation. An initial visual observation showed the kit was returned open and all of the components were returned within the kit. A bend was observed in the stiffening stylet within the catheter just distal to the 30 cm depth marker, approximately 29.5 cm distal to the proximal end of the catheter. What appeared to be rust was observed within the returned catheter. The returned catheter was flushed with a 12 ml syringe of water and a leak was found just distal to the bend in the stylet within the catheter. A microscopic observation revealed three small splits in the catheter at the leak site. Indentations were observed in the catheter material opposite the splits. A sequence of indentations was observed on the inner wall of the catheter in a pattern very similar to that of the braided stiffening stylet, which suggests the catheter was damaged by the internal stiffening stylet at some point in time. However, it could not be determined when or where the stylet damaged the catheter from the returned sample.

Manufacturer narrative:
The manufacturer has received the sample and is pending evaluation. Results are expected soon. A lot history review (lhr) of redv2095 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that once the product was opened the PICC line was noticed bent in the catheter and when they flushed there was a leak in bent area.